Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) seal was unattached and falling off. The device had a cracked interior battery door latch compartment as well, and a software upgrade was required. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal is unattached and falling off. Cracked interior battery door latch compartment as well. Software upgrade required too" was able to be confirmed through visual inspection and incoming software verification. The cause of the reported issue was dso seal delamination and damaged battery compartment. The reported issue was resolved by replacing the dso seal, battery compartment and updated software to the latest revision. Further investigation found the upstream occlusion (uso) seal was delaminated and replaced. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.